Manufacturer narrative:
Follow up report 001 (ref natus complaint# (B)(4)). UDI number and serial number are not applicable. Completed questionnaire was not returned, pictures of the device / device were not received therefore unable to further evaluate. Nicview instructions for use notes never mount directly over a baby. The customer upgraded to a nicview 2.0. Failure confirmed: no. Closure rationale: complaint could not be verified, materials not returned for analysis.

Event description:
Arm-001 - customer reported cracked nicview arm. The customer was requested to return the completed questionnaire and provide photos of the affected nicview arm. No injuries.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI number and serial number are not applicable. A questionnaire was sent to the customer to complete and they were requested to provide photos of the cracked nicview arm, arm, short (31" = 80cm) assy, part number arm-001. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Doc-019388 nicview risk analysis hazard ID b.2 , severity 3, moderate, risk rating -low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Install date: (B)(6) 2019. Further investigation to be carried out.

Event description:
Arm-001 - customer reported cracked nicview arm. The customer was requested to return the completed questionnaire and provide photos of the affected nicview arm. No injuries.